Event description:
It was reported that the preloaded intraocular lens (iol) was inserted and removed during the same procedure from patient's left eye as it had 2 to 3 mm haze in its interior center. The lens appeared to have sparkles on it. Another lens of same model and diopter was used as the replacement iol. No other intervention was required and the patient was doing fine when discharged. The original lens was discarded. No further information provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.